Event description:
It was reported that the ventilators touch screen was not responsive. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer was provided with a quote for service/repair that was not accepted. No further information was provided.